Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 15 february 2013. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery the inner shaft of the t-pal inserter broke. Another instrument was available for completion of the procedure. There was no patient harm or surgical delay due to the reported issue. (B)(4).

Manufacturer narrative:
Concomitant part added to appropriate field. Product investigation summary: the investigation of the returned instrument has shown that the knob of the inner shaft is broken off as complained. The part shows normal wear and tear in general. Unfortunately, the exact root cause which has led to this occurrence cannot be determined. It is likely that the damage of the applicator inner shaft may have been caused due to high mechanical force, which was applied during use. The review of the production history revealed that this instrument was manufactured in (B)(6) 2013 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Corrected data: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.